Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, urinary problems, bowel problems, dyspareunia, vaginal scarring, and other unspecified injuries. Furthermore, it was reported that the plaintiff died. The cause of death was reported as hypertensive cardiovascular disease.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014. Lawyer filed report.